Event description:
It was reported that the customer had high blood sugars and was hospitalized and has been treated with insulin drip due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 531 mg/dl. Caller stated that the customer had chest pains prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked case near corners of the display window.